Manufacturer narrative:
According to clinical, staff reported that the purge disc could not be detected. There were no related adverse effects. Console was sent back to field service for further investigation. The console and data logs received for evaluation/analysis indicated the following: the issues with the automated impella controller (aic) not being able to detect the purge disc was confirmed. Logs have evidence of the console having trouble detecting the purge disc (numerous purge disc not detected alarms: event set #402, first occurred on (B)(6)2024). Upon examining the aic for any visible defects, there was evidence that the blue purge disc retainer was broken visually described as the following: hole in the purge retainer, retainer completely broken off, broken retainer post and hairline fracture on the retainer. Product history review was completed and noted no action is required as a result of this product history review. The root cause for the purge disc not detected alarm event is the broken component: blue purge disc retainer.

Event description:
The user facility reported during support to a patient with cardiomyopathy on the impella 5.5 pump, the automated impella controller sound an alarm tone and displayed purge disc not detected message, when the nurse attempted to reinsert the purge cassette. Consequently, the aic was exchanged. There was no report or indication of harm to the patient as a result of this event.